Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Event description:
Patient reported having been diagnosed with a connective tissue disease or disorder. This file is for the left side. Device remains implanted. Upon full review of the form, the event of connective tissue disease has been ruled out. Healthcare professional later reported rupture.